Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that the 2008t machine began smoking. No flames were observed. Additional information was obtained during follow-up. The 2008t machine began smoking from the card cage during heat disinfection. The machine was being used as a backup and was on the floor at the time of the reported event. The smoke was addressed by unplugging the machine and removing it from the treatment floor. The biomed was not at the facility when the event occurred but it was confirmed that no smoke detectors were triggered and a fire extinguisher was not required to address the smoke. Troubleshooting was performed and the cause was determined to be the actuator-test board. The actuator-test board appeared physically deformed in the area where the actuator cable plugs in. The touchscreen ribbon cable and bibag interface board were also damaged. The machine has approximately 27,529 operating hours. It could not be confirmed whether the affected parts were original to the machine. The actuator-test board, lcd assembly, and bibag interface board were replaced to resolve the reported issue. A low flow error was also encountered in dialysis mode for which a replacement function board was ordered. There was no harm to any patients or individuals as a result of this malfunction. The machine was returned to service. The complaint samples were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that the 2008t machine began smoking. No flames were observed. Additional information was obtained during follow-up. The 2008t machine began smoking from the card cage during heat disinfection. The machine was being used as a backup and was on the floor at the time of the reported event. The smoke was addressed by unplugging the machine and removing it from the treatment floor. The biomed was not at the facility when the event occurred but it was confirmed that no smoke detectors were triggered and a fire extinguisher was not required to address the smoke. Troubleshooting was performed and the cause was determined to be the actuator-test board. The actuator-test board appeared physically deformed in the area where the actuator cable plugs in. The touchscreen ribbon cable and bibag interface board were also damaged. The machine has approximately 27,529 operating hours. It could not be confirmed whether the affected parts were original to the machine. The actuator-test board, lcd assembly, and bibag interface board were replaced to resolve the reported issue. A low flow error was also encountered in dialysis mode for which a replacement function board was ordered. There was no harm to any patients or individuals as a result of this malfunction. The machine was returned to service. The complaint samples were returned to the manufacturer for physical evaluation.